Event description:
On (B)(6) 2016, the pt had an asd closure procedure in the cardiac cath lab (ccl) using the amplatzer occluder device with tee throughout. The amplatzer appeared to be excellent position and there were no complications during the procedure. The pt was admitted to the outpatient observation. On (B)(6) 2016, the pt had a cardiac echo which showed effusion. The pt went to the ccl for pericardiocentesis and placement of a pericardial drain. The pt was admitted to the telemetry unit. On (B)(6) 2016, the pt was taken to the operating room for repair of the asd., removal of the amplatzer device, repair of aortic perforation. The pt was admitted to ICU and was extubated the following day and was transferred to the telemetry unit. The pt had no further complications, had a good recovery, and was discharged home on (B)(6) 2016.